Event description:
It was reported that guidewire coating issue occurred. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14 control wire was selected for use. However, during the procedure while fluoroscopy was performed, the guide wire had lost its integrity and was out of its coating. The guide wire was removed and the procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the lesion was slightly calcified. The wire coating was detached and was collected on the same guide.

Event description:
It was reported that guidewire coating issue occurred. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14 control wire was selected for use. However, during the procedure while fluoroscopy was performed, the guide wire had lost its integrity and was out of its coating. The guide wire was removed and the procedure was completed with another of the same device. There were no patient complications reported.